Event description:
Per the dealer, the "l" bar is not fitting into the brackets correctly leaving a one inch gap. Further states the top piece cannot go into the bottom piece. Not sure if it is the bolt. Not fitting together properly causing unit to move left to right. Received 08/19/2014. Out of box first time 09/23/2014.